Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will be later forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference complaint ids for the coconmitant devices documented in section d10: (B)(4).

Event description:
It was reported: "forcep sparking and smoking. Insulation has separated from the collar where it goes into the handle on all items." No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference complaint ids for the coconmitant devices documented in section d10: (B)(4).